Event description:
Patient was revised to address pain. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Product information required in retrieving the device history records for reviewing and searching the database by lot was not provided. Per the initial reporting, patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported event with the provided information. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.